Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure it was discovered that the hook permanent cautery hook instrument was found to be loose and it fell out. There were no reports of patient injury.

Manufacturer narrative:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure it was discovered that the hook of the permanent cautery hook (pch) instrument was found to be loose, and it fell out. The procedure was completed with no reports of patient injury. Based on the claim against the product by the customer noting that the hook of the instrument fell off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pch instrument was analyzed and found to have a broken monopolar yaw pulley, which caused the instrument hook to be dislodged. The ceramic sleeve was found to be dislodged as well. The complaint regarding the pch instrument having a loose hook was confirmed by failure analysis.